Event description:
It was reported that an magnetic resonance imaging (MRI) was performed and it was noted there had been tunneling during the implant procedure and the electrode had tunneled underneath the patient's ribcage. A revision was performed, with this electrode explanted and a new electrode implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that an magnetic resonance imaging (MRI) was performed and it was noted there had been tunneling during the implant procedure and the electrode had tunneled underneath the patients ribcage. A revision was performed, with this electrode explanted and a new electrode implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The tunneling tool perforated the thoracic space during the procedure. Please refer to section b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that an magnetic resonance imaging (MRI) was performed and it was noted there had been tunneling during the implant procedure and the electrode had tunneled underneath the patients ribcage. A revision was performed, with this electrode explanted and a new electrode implanted. No additional adverse patient effects were reported.